Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 due to extrusion of mesh into the vaginal mucosa. (B)(4) - mesh extrusion.

Manufacturer narrative:
Date sent to FDA: 06/06/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent paravaginal repair and coropopexy due to stress urinary incontinence, hypermobility of urethra, cystocele and prolapse of urinary bladder. It was reported that following insertion the patient experienced infection, urinary problems, bleeding, and vaginal scarring. It was reported that patient underwent partial mesh removal on (B)(6) 2007. It was reported that patient also had excision of mesh on (B)(6) 2009 and excision of mesh fibers on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.